Event description:
The customer reported diluent leak and flowcell clog errors from their beckman coulter coulter lh 750 hematology analyzer. The leak was estimated to be less than 10 ml and the customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat, face shield and gloves and no injury or exposure was reported. Patient results were not affected and there was no change in patient treatment associated with this event. Beckman coulter field service engineer (fse) noticed a disconnected tubing at the flow cell. Fse reconnected the lower sheath line and verified repair per established procedures.

Manufacturer narrative:
The flowcell may contain blood, diluent, lh series pak and lh series retic pak reagents, and cbc lyse during operation. (B)(4).